Manufacturer narrative:
The customer¿s allegation of the dose reverting to 10 units/kg/hr was not confirmed although the investigation did confirm the infusion was programmed for a different rate than reported. Analysis of the pcu event log shows that at 1:39 am on (B)(6) 2017 weight based heparin was programmed via remote IV request to infuse at a dose of 15 unit/kg/hr which made the rate 13.3 ml/hr. The infusion continued at this dose and rate until 6:30 am on (B)(6) 2017. The device was placed in an idle state several times during this period but then restarted each time shortly after. The event log does not show any instance of the dose being at 10 unit/kg/hr during this period, and does not show any dose change at 1914 as reported by the customer. At 6:30 am on (B)(6) 2017, the user changed the dose to 13 unit/kg/hr which made the rate 11.5 ml/hr. The infusion continued at this rate until 12:10 pm when the device was channeled off. The volume recorded between 1:39 am on (B)(6) 2017 and 12:10 pm on (B)(6) 2017 was 450.91 ml. The root cause of the reported event was not identified. No device was returned for investigation. (B)(4).

Event description:
The customer reported that on (B)(6) 2017 at 1831 the anti-xa level was 0.15 (low). At 1914 the continuous infusion of heparin 25000 units/250 ml (100 units/ml) was increased to 13 units/kg/hr. At 0044 on (B)(6) 2017 the anti-xa level was 0.2. At around 0130 it was noticed that the pump had reverted to 10 units/kg/hr. The facility documentation on the epic flow sheet showed the infusion was at 13 units/kg/hr however the facility does not know when or how the infusion changed to 10 units/kg/hr. At 0849 the anti-xa was at a therapeutic level of 0.64. The facility routinely draws stat anti-xa levels for the heparin protocol and no additional labs were ordered as a result of the event. There was no report of patient harm.